Manufacturer narrative:
Follow-up #1 date of submission 03/10/2015-product analysis:the device was returned and evaluated by product analysis on 02/23/2014 with the following findings:the complaint could not be duplicated or confirmed with investigation. No damage was found to the display screen. Unrelated to the complaint, the display screen was discolored. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the contrast and up keypad buttons were intermittently responsive. There was evidence of keypad contamination found under the contrast and up key contacts. Two battery compartment cracks were observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.